Manufacturer narrative:
As reported, post implant of modified kugel patch, the patient experienced pain, discomfort and further it was found that the mesh was bent, and fluid was accumulating in the area of pain. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the postoperative course. Seroma is a known inherent risk of surgery and listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant ((B)(6) 2016) is considered to be a best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair in 2016, the patient was implanted with a modified kugel patch. In 2021, the patient experienced discomfort and pain. It was reported that when the patient was investigated for a different condition, it was found that the mesh was bent, and fluid was accumulating in the area of the pain. As reported, ¿it is not unbearable pain, but it is a hindrance to daily life.¿